Manufacturer narrative:
On october 26, 2020, mentor became aware that the date of removal surgery was (B)(6) 2020, and patient also experienced right side capsular contracture; baker grade unknown. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2, - field d7 explantation date has been updated to (B)(6) 2020, - field h6 patient code "capsular contracture" and "no code available" has been added, - field h6 method code has been updated to "device not returned". H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: left side; 325cc mentor memorygel breast implant; catalog number: 3543257; lot number: 223437. Manufacturer¿s reference number: (B)(4). L) 354-3257, lot# 223437.

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with 325cc mentor memorygel breast implant and was presented with hard mass on the right breast, discomfort, breast pain and rash on the right side. Also right implant appears larger. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.